Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after the pump fell and the tubing was tugged. Tandem technical support had the customer perform a system check and the site was found to be the possible cause of the occlusion. However, the customer thought that the alarm was due to the pump falling. The customer reconnected to the same site and delivered the remaining bolus without any further alarms. The customer's blood glucose level was not impacted.